Manufacturer narrative:
Device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and evaluation summary attached h6 - method, result and conclusion codes ------------------------------------------ product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The nosecone was protruding from the capsule at an angle. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a dent visible to the distal end of the inner member. An evolut pro + 26mm valve (B)(4) was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. There was no issue releasing the valve from the dcs spindle. The reported event for difficult to deploy could not be confirmed in the analysis. The reported event for tia could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A media file was provided and upon review it appeared that on the final release of the evolut, one of the paddles of the evolut remained stuck to the dcs after full expansion of the valve. The reported event indicates that upon full deployment, one of the valve paddles remained attached to the delivery catheter system (dcs). Multiple techniques were used to attempt to fully release the valve, however, the paddle remained attached to the dcs. After several attempts, the paddle released, but the valve was still tracked by the catheter. The evolut pro+ system training material instructs the user to confirm paddle detachment prior to retrieving the system. The deployment knob should be turned slowly to allow the paddles to detach one at a time. If the paddle does not detach, the user is instructed to gently push on the system until the valve releases. Stroke is a known potential adverse effects per evolut system instructions for use. Per the physician, the tia was not related to the valve but possibly related to the dcs as the multiple movements required to release the valve may have contributed to the event. No treatment was reported. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, the valve paddle appeared to be free from the delivery catheter system (dcs), however when the physician attempted to remove the dcs, the valve followed the dcs movement. Following the valve implant procedure, the patient's "loss of bearings" meant that the patient was unaware of their surrounds or what occurred. After discussion with the physician, it was believed that a transient ischemic attack (tia) occurred but not confirmed. The patient was monitored with no treatment and fully recovered later that evening. Per the physician, the tia was not related to the valve but possibly related to the dcs as the multiple movements required to release the valve may have contributed to the event.

Manufacturer narrative:
H10 - medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evproplus-23 (serial: unknown); product type: 0195-heart valves; implant date na ; explant date na product ID l-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date na; explant date na. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a previously im planted non-medtronic (19mm magna ease) valve, upon full deployment, one of the valve paddles remained attached to the delivery catheter system (dcs). Multiple techniques were used to attempt to fully release the valve, however, the paddle remained attached to the dcs. After several attempts, the paddle released, but the valve was still tracked by the catheter. The dcs was slowly withdrawn. It was reported that the patient¿s ¿loss of bearings¿ suggested that a transient ischemic attack (tia)/stroke had occurred. No treatment was reported. No additional adverse patient effects were reported.